Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The patient reported that the ins had been doing well for his back issue and he was now on minimal amounts of pain medications. The patient reported that his issue was that he could turn the ins off and still feel stimulation ¿vibrating¿ in his legs and back. The patient reported that he could have it off for a week but could still get the stimulation sensation. The patient reported that he checked with his patient programmer (pp) and it showed ins off when he felt the sensation. The patient reported that it started this year, but he overlooked it as it was only a brief sensation, but "sense" october he felt like it was getting worse. No further complications were reported.